Event description:
It was reported that sheath damage occurred. Procedure summary: the patient anatomy contained severe calcification at the native aortic valve leaflets and severe tortuosity within the iliofemoral artery. The native aortic annulus was 26.4mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. Balloon aortic valvuloplasty (bav) was performed with a 24mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). During the non-bsc balloon catheter removal, there was difficulty encountered and the non-bsc balloon catheter could not be withdrawn into the 14f isleeve introducer sheath. The physicians pushed the non-bsc balloon catheter back up the aorta and inserted a super stiff wire to straighten the anatomy. The dilator was then inserted and the 14f isleeve introducer sheath and non-bsc balloon catheter were successfully removed. Upon removal, it was noted that the 14f isleeve introducer sheath had multiple folds and lost structural integrity. Bleeding was then observed at the access site. The physician exchanged to a 18fr non-bsc sheath. Once the 18fr non-bsc sheath was inserted and advanced into place, the bleeding had resolved. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The physician then attempted to advance the acurate neo2 tf ds through the 18fr non-bsc sheath, however there was difficulty advancing. The acurate neo2 tf ds never exited the 18fr non-bsc sheath. The acurate neo2 tf ds and 18fr non-bsc sheath were removed. Upon removal, damage was observed on the acurate neo2 tf ds and on the loaded size large acurate neo2 valve. The physician changed to a 20fr non-bsc sheath and used a new acurate neo2 tf ds and size large acurate neo2 valve to successfully complete the procedure. Patient status: there were no further patient consequences or complications reported.

Manufacturer narrative:
Media was received and evaluated by bsc quality technician: the photographs confirmed the isleeve 14f introducer sheath was damaged. The sheath was twisted, buckling damage was present, at least one seam had expanded, there appeared to be a liner tear, the tip had torn, and there appeared to be multiple kinks. The expanded seam of the 14f isleeve introducer sheath and the split tip occurred along the seam line and are expected as the seams and tip are designed to expand with use to allow passage of a delivery system and balloon catheter during the procedure. The twisted sheath, buckling damage, and kinks were likely caused by use in the patients reported severely tortuous iliofemoral anatomy. The liner tear is not expected with typical use; as seams expand, the liner should remain intact. The liner tear was most likely caused by the advancement or removal of ancillary devices through the 14f isleeve introducer sheath in the challenging patient anatomy.

Event description:
It was reported that sheath damage occurred. The patient anatomy contained severe calcification at the native aortic valve leaflets and severe tortuosity within the iliofemoral artery. The native aortic annulus was 26.4mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. Balloon aortic valvuloplasty (bav) was performed with a 24mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). During the non-bsc balloon catheter removal, there was difficulty encountered and the non-bsc balloon catheter could not be withdrawn into the 14f isleeve introducer sheath. The physicians pushed the non-bsc balloon catheter back up the aorta and inserted a super stiff wire to straighten the anatomy. The dilator was then inserted and the 14f isleeve introducer sheath and non-bsc balloon catheter were successfully removed. Upon removal, it was noted that the 14f isleeve introducer sheath had multiple folds and lost structural integrity. Bleeding was then observed at the access site. The physician exchanged to a 18fr non-bsc sheath. Once the 18fr non-bsc sheath was inserted and advanced into place, the bleeding had resolved. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The physician then attempted to advance the acurate neo2 tf ds through the 18fr non-bsc sheath, however there was difficulty advancing. The acurate neo2 tf ds never exited the 18fr non-bsc sheath. The acurate neo2 tf ds and 18fr non-bsc sheath were removed. Upon removal, damage was observed on the acurate neo2 tf ds and on the loaded size large acurate neo2 valve. The physician changed to a 20fr non-bsc sheath and used a new acurate neo2 tf ds and size large acurate neo2 valve to successfully complete the procedure. There were no further patient consequences or complications reported.